Manufacturer narrative:
Other text: additional information: h6, h10: device analysis: one smiths medical cadd ms3 pump was returned for analysis with no damage found. During analysis, the customer's problem was not confirmed. During testing, the device found no blockage error. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, service recommended to install software as preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited blockage error. No adverse effects were reported.